Event description:
Peripherally inserted central catheter (PICC) noted to be leaking where the catheter attaches to the hub. The neonatal nurse practitioner was called to the bedside to observe and assess. Orders were received to remove PICC and start peripherally inserted venous (piv) line. The catheter was removed intact and checked with second nurse (rn). The insertion site was cleaned and no bleeding was noted.